Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was attempted implant but the physician was unable to retract the helix. The physician attempted to pull the helix out but a portion remained implanted. Section of remaining helix was confirmed via x-ray. This lead was fractured. Another led was implanted to complete this procedure. The physician confirmed the unretrieved helix fragment is not a problem. This lead is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.